Manufacturer narrative:
Concomitant medical products: product ID :3889-28, lot#: va1j620, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there were already two broken leads in the patient. That was all the information the representative had.